Manufacturer narrative:
On 28-sept-2016, an field service engineer (fse) conducted follow-up with the customer over-the-phone to address the reported event. The fse instructed the customer on replacing the bent sample probe. The ala-360 analyzer is functioning as intended with all errors cleared. No further action is required by the fse. The most probable cause of the reported event was due to a tall tube, which bent the sample needle, it was the cause of the theta home error. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported theta exis home error with the aia-360 analyzer. The customer reported put a tube on that was too tall, however, was able to remove it, but not getting theta axis home errors and the turntable slip erros after repower. The customer reports the sample nozzle is bent. The technical support specialist (tss) provided the customer with the part # to order replacement. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.